Event description:
It was reported that the user experienced a low glucose reading, and the cause was unclear. Symptoms included hypoglycemia. Outcomes included no reported injury, no hospitalization, and no alarms or alerts. Investigation included outreach to obtain additional information and case documentation review. Investigation of this case revealed insufficient information to identify a device malfunction or component issue, and no device alarm behavior was reported. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to lack of information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.